Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc sensor. Customer received a consistent message 'lo' (reading <40 mg/dl) and self-treated with an "extra sweet substance". Customer subsequently experienced symptoms described as weakness and sweating and self-presented to a hospital where an hcp meter reading of 148 mg/dl was obtained and compared to a sensor scan result of 'lo'. The results, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. Customer was administered insulin (dose/type unspecified) and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc sensor. Customer received a consistent message 'lo' (reading <40 mg/dl) and self-treated with an "extra sweet substance". Customer subsequently experienced symptoms described as weakness and sweating and self-presented to a hospital where an hcp meter reading of 148 mg/dl was obtained and compared to a sensor scan result of 'lo'. The results, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. Customer was administered insulin (dose/type unspecified) and no further treatment was reported. There was no report of death or permanent injury associated with this event.